Event description:
Consumer complaint of low control results. Control test performed during call with result below acceptable range of 22 mg/dl. Control level two lot# 2ac2a29 acceptable range is 90 mg/dl to 122 mg/dl. Control MFR's expiration date is 06/30/2014 and open date is not verified. Test strip lot MFR's expiration date is 06/30/2016 and open vial date is not verified.

Manufacturer narrative:
(B)(4). MFR acknowledges lateness of the report per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014). Returned test strips evaluated with no defects found. Returned meter evaluated with error message e7 identified. Most likely underlying root cause of malfunction noted in the complaint: blood found in strip connector.